Manufacturer narrative:
No samples were returned for evaluation; therefore, the condition of the product could not be verified. The device history record (DHR) for the lot was reviewed. Functional penetration and sharpness test values for the lot met specification. No abnormalities that could have contributed to a dull knife were found during the DHR review and the product was released according to manufacturer's acceptance criteria. The root cause for the dull knife experienced by the customer cannot be determined. It is unlikely that the damage occurred during the manufacturing process. (B)(4).

Event description:
A customer reported dull knife performance during a procedure. There was no harm to the patient. Additional information has been requested.